Event description:
It was reported that the bd vacutainer® k3e 5.4mg plus blood collection tubes 3 tubes under-filled. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: on the present day, after collecting edta vacuum blood I verified that the tubes did not have enough vacuum for the requested blood measurement. After the third patient, the batch was changed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.